Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated the voltage was coming out of their side instead of going into their spine. Pt said the issue started a couple days ago and wasn't all the time, but was sporadically shooting out to their side. Pt confirmed they hadn't had any changes to their programming recently and had only been on group b. Pt also hadn't had any falls. The pt was redirected to their healthcare provider (hcp) to further address the issue. Pt said they already called the office and left a message, but wanted to let the manufacturer know as well and mentioned the implant does a lot for their legs.